Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional catheter and a catheter leak and partial electrocardiogram (ECG) noise occurred. While mapping the tachycardia with catheter, the carto system gave #40 error and stopped mapping. Steps to solve the problem were followed and it was found that there was blood coming through the handle and it made a shortcut. Upon request additional information was requested. An electrical short circuit had occurred. Suddenly the map signal and body surface ECG signals started to make noise. Also there was a ticking noise at the patient interface unit (piu). It was like a fuse was shutting down and then starting every second. Signal noise was observed on the carto and recording system. However, the physician was able to monitor the patient¿s heart rhythm with a defibrillator and anesthesia monitor that was connected to the patient. The settings include power mode with a temperature cutoff 90, impedance cutoff 250 and power was 30 watts. As for the blood that was seen coming through the handle, there was no blood observed in the pebax area. There was no physical damage observed at the catheter, the catheter was not pre-shaped, there were not any force warnings observed or irrigation issues. The issue was resolved by changing the catheter to another one. The procedure was completed successfully with no patient consequence. This event was originally assessed as not reportable because the physician was able to monitor the patient¿s heart rate and there was no evidence that tip and shaft of the catheter was broken.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a smart touch unidirectional catheter and a catheter leak and partial electrocardiogram (ECG) noise occurred. The returned device was visually inspected upon receipt and it was found that shaft was bent about 37.8 cm and 51.4 cm from orange sleeve. Tip lumen bent at the transition with the shaft. A scanning electron microscope (sem) test was performed in order to identify the type of damage. The results showed that the body presented evidence of elongations, abrasion marks and damages (punctures) were noted at the surrounding areas of the separation. The separation is the reason this complaint was reported to the FDA. The elongations observed can suggest possible stretching/pulling until separation. However, the exact cause of this separation could not be conclusively determined. Further information received indicates that preface used during the procedure was smaller (8fr) than the recommended by the IFU (8.5 fr). The physical damage of the catheter was not noticed by the customer. Reddish material was also found on the connector. Per this condition an irrigation test was performed and there was a leakage at the piston area, the irrigation tubing was found broken. The catheter was evaluated for eeprom, and the functionality of the magnetic sensor catheter was tested on carto system. Eprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system, however error 105 was displayed. Therefore the returned device was then evaluated for electrical resistance and current leakage and failed leakage was observed on the electrodes. Further examination revealed that the catheter internal pc board and electrodes was covered with reddish material similar to blood causing the improper signal condition and catheter detection. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). On (B)(6) 2015, the biosense webster failure analysis lab discovered the shaft and tip transition area of the catheter was cracked. This finding is indicative of a reportable event. Upon request additional information was received on the returned catheter condition. There was no difficulty withdrawing the catheter from the patient that may have caused this damage. There was no patient consequence. This condition was not noted prior to use of the catheter, upon withdrawal or prior to sending the catheter back. An 8f short sheath introducer was used during the procedure. This event was originally considered non-reportable; however, bwi became aware of the returned catheter condition on (B)(6) 2015 and have reassessed the event as reportable. The awareness date for this record is (B)(6) 2015 because that is when the crack was discovered.